Event description:
The account stated that they noted a loud bang coming from the ups that was connected to the cell-dyn ruby analyzer. The account also observed visible smoke and fire coming from the ups. The account disconnected the power from the analyzer and ups immediately. There was no impact to patient management reported. There was no injuries reported. Field service was requested.

Manufacturer narrative:
(B)(4). A field service engineer replaced the defective uninterrupted power supply (ups). The cell-dyn ruby instrument was not impacted by this issue and was operating within specifications. The reported issue was isolated to the ups. The ups was returned for evaluation on (B)(4) 2010. Visual inspection of the outside area of the ups showed no signs of smoke or burning on the surface. There was no iec power cord provided with the ups for a 220 voltage application; damage to the power cord is unknown. The outside metal covering was removed for internal inspection. The investigator found that the large main pwa resistors were burnt; the resistors were 13 in total and in an axial position parallel to the pwa. The pwa surface was burnt due to overheating of the resistors, confirming the possible smoke seen by the customer. Due to the burnt resistors, the ups could not be tested with live power. The investigator concluded that it was possible that the smoke or burning on the ups was due to extreme fluctuating power or spike, caused by unknown weather conditions. The ups is a peripheral device, which is not part of the cell-dyn ruby system accessory kit; this product is ordered separately as a convenience to the customer when placing an order for a cell-dyn ruby system. The cell-dyn ruby system operator's manual provides instructions for emergency shut-down. A non-statistical trend (nst) complaint review was performed for the reported issue from (B)(6) 2010. No nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn ruby instrument related to the reported issue. The reported failure was isolated to the ups.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.